Manufacturer narrative:
The leksell head holder adapter from device (B)(4) has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
Prior the surgery, the surgeon reports missing pins from leksell head holder adapter. No clinical consequence reported.

Manufacturer narrative:
The subject complaint has been reopened to correct the root cause initialy identified. The product was returned on 26 jun 2018 to manufacturing site. Technical investigation performed on the return product concluded that the leksell head holder adaptor was damage during use. A new leksell frame adapter was installed at the customer site.

Manufacturer narrative:
The device (B)(4) has been inspected for investigation purpose. The most probable root cause is wear and tear caused by the normal use of the adaptor. A new leksell head holder adapter will be provided to replace the subject damaged one.